Event description:
Needles that were being used to administer the flu vaccine malfunctioned in that the user was unable to push air out or deliver the vaccine. When a malfunctioning needle was changed (sometime multiple times), the issue resolved. The needles that malfunctioned were not used on anyone as the problem occurred in the preparation phase.